Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 1870. New batteries had been placed in the pump. The settings had been reviewed: reservoir volume was 77.3 ml, rate was 2.8 ml/hr, and 14.70 ml had been given. The pump had been started. The screen had read run reservoir volume 77.3 ml. The pump had then begun to alarm error 1870 again. There was patient involvement, and no patient harm/adverse event reported.